Event description:
The customer obtained biased quality control and patient results for glucose, triglycerides. Cholesterol and hdl-cholesterol. Troubleshooting resolved this issue and determined this scenario was consistent with a malfunction that could have caused a falsely elevated pt glucose result to be reported. There was no report of pt harm as a result of this event.